Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve short dapt. It was reported that a patient death occurred. In (B)(6) 2017, clinical assessment indicated the subject¿s qualifying condition as stable angina (ccs classification- 4). Subsequently, he was referred for elective cardiac catheterization. On the same day, the index procedure was performed. Target lesion #1 was located in the mid left anterior descending artery (lad) with 80% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00 x 20mm study stent. Following post-dilatation, the residual stenosis was 0%. On the same day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject expired. The cause of death was undetermined. It is unknown whether autopsy was performed.